Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's grandmother reported via phone call that she was hospitalized with a diabetic ketoacidosis after not wearing the insulin pump for a day. The customer ran out of insulin pump supplies and did not wear the insulin pump that day. Customer's blood glucose level was not reported. The device was not returned.